Event description:
This is a report of a leaking heater bag connection that was observed during fill one of four in performing peritoneal dialysis (pd) therapy. The patient was connected. The caller stated that the patient noticed the heater bag connection was leaking and tightened the connection. The technical service representative assisted the caller in ending therapy and getting the set out. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The reported problem of leak from the heater bag connection was not confirmed. The assignable cause was determined to be a loose connection. Should additional relevant information become available, a supplemental report will be submitted.